Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional data was received and sent to boston scientific technical services (ts) for review. A ts consultant discussed that in two of the episodes, the oversensing was caused by a low r-wave amplitudes. It appeared that the change in morphology could be related to changes in the patient's posture/movement or changes in the patient's condition (bundle branch block). Further troubleshooting was provided. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received eight inappropriate shocks due to t-wave oversensing. The system was tested and the s-ICD was reprogrammed to a different sensing vector which resolved the oversensing. No adverse patient effects were reported. The s-ICD remains implanted and in service.